Event description:
Implant placed and removed the same day due to needed bone height/infection. Assessment of hygiene around implant: fair. Conditions involved in the event: peri-implantitis, bruxism, pain, mobility, increased sensitivity, inflammation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).